Event description:
It was reported that the pump displayed power down" and was not preceded by any alarms. No harm to the patient. Medication was not administered completely and patient turned pump on. Battery was checked that it was inserted correctly and infusion was restarted. After the patient restarted the pump, there were no further issues.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6) no product was returned. The investigation determined the most probable cause to be unintentional user error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.